Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker was surgically abandoned and replaced due to high out of range pacing impedances. There was also loss of capture which reportedly did not lead to asystole. This pacemaker remains in service with the new lead. No additional adverse patient effects were reported.